Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the lens was exchanged for another lens model 03 months 11 days following the initial procedure. Clinical reason for explant was mentioned as halos and light sensitivity. Additional information has been requested but is not available at the time of this report

Manufacturer narrative:
Additional information was provided in b.3., b.5., b.6., b.7 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, patient experienced decreased distance vison, ghost images at near and glare. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Additional information was provided in a.2., a.3.a., b.5., b.6 and d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that the patient was never really happy with vision post-operative. In surgeon's opinion product was contributed to the event and prognosis was good.